Manufacturer narrative:
(B)(4) needle detachment. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite with capio slim was used during an uphold procedure performed on an unknown date. According to the complainant, during the procedure, the needle detached. The procedure was completed with another of the same device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.